Event description:
The lesion was situated in the lcx. Angiography results showed 90% stenosis. The lesion was severely calcification and tortuous. The lesion had been pre-dilated however the physician could not cross the lesion with the stent. The stent had been inspected prior to use with no issues noted. No resistance was encountered when withdrawing the un-deployed stent back thru the lcx. The procedure was completed with a new device of the same size. No patient injury reported. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Device evaluation: the device was returned for evaluation. The distal tip was flared. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 4th, 5th, 6th, 7th and 8th proximal segments have raised struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results, conclusions: stent deformation, 90% stenosis, severe calcification and tortuosity in vessel. (B)(4).